Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patients lead migrated due to weight loss and then gaining the weight back. No device malfunction was suspected. The patient underwent a lead replacement procedure and was doing well postoperatively.